Manufacturer narrative:
Updated fields: h6 (evaluation method codes).

Event description:
It was reported that during a scheduled repair service performed by a getinge field service engineer (fse), when turning on the cardiosave intra-aortic balloon pump (iabp), the display screen would not work and the screen displayed a counterclockwise rotation. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The fse replaced the executive processor board then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a scheduled repair service performed by a getinge field service engineer (fse), when turning on the cardiosave intra-aortic balloon pump (iabp), the display screen would not work and the screen displayed a counterclockwise rotation. There was no patient involved and no adverse event was reported.